Event description:
It was reported that the 9600+ system displayed a bad iris pot error message on the c-arm, when the system was booted up, prior to the case. There was no patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified loose wires associated with the collimator connector. Tightened the wires and reinstalled the connector. The system was tested and found to be working as intended and placed back into service.